Event description:
During an attempt to close a defect which was thought to be a multi-fenestrated atrial septal defect, a sizing balloon was used and measured ~8mm with tee and ~10mm on fluoroscopy. A 12mm atrial septal occluder (aso) was chosen. The dynamics were such that in the views assessed, the flow looked like two atrial septal defects. A push-pull maneuver was done to confirm device placement. Once the occluder was released from the delivery cable, the device embolized to the left atrium and lodged in the pulmonary vein. An attempt to percutaneously retrieve the device with a gooseneck snare and a biopsy bioptome was unsuccessful. The patient remained stable throughout the procedure. The patient was sent to surgery for device retrieval and surgical closure of the asd. Upon removal of the device in the operating room, it was noted by the surgeon that the defect was a large patent foramen ovale (pfo) with an atrial septal aneurysm (asa) of 24mm. The patient's recovery was uneventful. Additional information has been requested, including imaging of the implant procedure and patient information, but has not yet been received. Should additional information become available a supplemental report will be filed.

Manufacturer narrative:
The amplatzer® septal occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure.during manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests.